Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient underwent a bronchial thermoplasty procedure on (B)(6) 2013. The procedure was completed successfully and no issues were encountered. On (B)(6) 2013, the patient experienced a "severe asthma crisis and a pulmonary infection." The patient was hospitalized for two days. Reportedly, following the hospital stay, the patient was fine.

Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all met all specification requirements, allowing them to be released for distribution. A labeling review was performed and, from the information available, this device was used in accordance with the labeling. The directions for use (dfu) list the reported events as potential adverse events associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.